Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Additionally, it was reported that the customer was unable to remove air or add insulin from the syringe into multiple cartridges. Customer's blood glucose level was 175 mg/dl. Reportedly, a new cartridge was loaded resolving the issue.